Manufacturer narrative:
Batch review performed on 11 april 2023. Lot 160757: (B)(4) items manufactured and released on 20-may-2016. Expiration date: 2021-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 6 years 6 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner. The surgery was completed successfully.